Event description:
Field xt wire was used during cardiac catheterization, and when wire was inspected post insertion, the green coating of the wire was coming off and noticed in the sheath of the pt. FDA safety report ID# (B)(4).